Event description:
One pt with discrepant calcium results. Initial result not reported. Initial result 8.6 mg/dl, repeated three times at 9.6 mg/dl and once at 9.7 mg/dl on same analyzer. Field service representative unable to determine root cause. Performance tests were performed and within specification.